Manufacturer narrative:
(B)(4). Date sent: 11/21/2025. Additional information was obtained: the institution reported the incorrect batch number. Correct batch number: y70417 corrected data: h4, d4. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 10/6/2025. D4 batch #: unknown. The following information was requested, but unavailable: did the active titanium blade break off? Were any fragments generated? Did the fragments generated fell off inside the patient? If yes, were they completely removed from the patient without additional intervention? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a treatment of deep endometriosis, after a short time of use of the dm, she began to present an error in the gen console indicating that the blade did not cut, which led to the withdrawal of the patient three times. It was evident that the active branch of the dm was curved and, when removed by the trocar, it was fractured. There were no patient consequences.